Event description:
New device; intact packaging covering sleeve of device came apart while in pt's right ureter, jamming device in the open position while in the ureter. Dates of use: 2009 - 30 minutes. Diagnosis or reason for use: ureteral calculus. Event abated after use stopped or dose reduced?: no.